Manufacturer narrative:
Heartsine's investigation was unable to confirm the root cause of the reported fault. Upon receipt of the 350p for investigation, no hardware fault was found on the device. The device underwent extensive testing of all critical functions, performing to specification throughout. The device shall be retained and the customer has been issued with a replacement device.

Event description:
The customer contacted heartsine to report a patient involved event as part of the heartsine forward heart's program. Following a review of the clinical data, a voltage error was noticed in the device history logs. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report a patient involved event as part of the heartsine forward heart's program. Following a review of the clinical data, a voltage error was noticed in the device history logs. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.